Event description:
It was reported that a day after a stenting procedure, the patient expired. The lesion was located in the mildly calcified and tortuous circumflex (cx) coronary artery. The lesion was predilated with a 3.5 x 15mm balloon catheter which was inflated to 8 atms for 30 seconds. Approximately five seconds after deployment of the 4.5 x 16 mm liberte' monorail stent, the angiogram showed that the cx had perforated. The patient became hypotensive, with chest pain and an acute mi. The liberte' balloon was used to occlude the perforation. The pt was then taken to surgery to repair the vessel and was reported as "unstable" following the surgery. The surgery report stated that the dissection was 2 cm in length. As of the morning following this procedure, the pt died due to bleeding complications. The documented cause of death was, "bleeding after emergency bypass surgery". It was further reported that the, "physician does not blame equipment."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The mfg records for top assembly batch 9164864 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch number.